Event description:
New processor with system life of 4:24h. The unit has no image from k-series scopes and erratic (blurred) image from I-series scopes. After replacement of the pre-process pcb the problem was solved. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: after replacement of the pre-process pcb the problem was solved.